Event description:
This IV lead was implanted on (B)(6) 2012 and capped on (B)(6) 2012 due to diaphragm stimulation. The lead had stimulation via the cs even at thresholds of 2.5v @ 1 ms. The procedure took place at (B)(6) hospital with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).